Event description:
It was reported that the patient presented in-clinic with a vibratory alert . Upon interrogation, it was noted that the device has reached eol. Device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed via longevity calculations. Battery voltage was lower than expected given the programmed parameters. With another battery attached, the device functioned normally. No high current drain sources were detected. The device was tested on the bench and our automated testing equipment and found to be normal. The battery was sent to the vendor for further analysis. An internal anomaly within the e battery was found to be the cause of the premature battery depletion.